Event description:
It was reported that when the carrier#4 was removed, the film dressing got peeled off from the skin due to the poor adhesive on the film or strong adhesion between the film and the carrier#4. Most of products in the carton were affected. No patient harm or delay. No information about backup.

Manufacturer narrative:
We have now concluded our investigation into this complaint. The batch records were reviewed and it could be confirmed that the products had progressed through a satisfactory release process, which involved testing the product against the requirements of its finished product specification. There was no issue identified during the manufacturing process that could have caused or contributed to the complaint problem. 200 dressings were received as complaint samples. The dressings were pasted on to the arm skin, the non-adhesive tab was lifted at the end of the dressing to peel carrier no.4 off the dressing. The carrier was hardly separated from the soft film. The results of the investigation have shown that the most probable cause was an incorrect knife temperature setting. This has now been adjusted and the in-process inspection method optimized for carrier peeling. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range.